Event description:
It was reported that when the patient presented in-clinic for a routine follow-up, an increase in capture threshold and pacing lead impedance were noted. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the distal tip measuring 37.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.